Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 21, 2015. (B)(4). The actual device was not returned for evaluation and the lot number is unknown, so a full investigation could not be performed. A review of the device history record could not be completed without a known lot number, and the root cause could not be determined; therefore, this complaint could not be confirmed and has been attributed to customer technique. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Based on limited additional event information obtained from the user facility, it was indicated that the reported event resulted in no patient harm nor was there a device malfunction. No other information has been provided by the user facility.

Manufacturer narrative:
Terumo cardiovascular systems corporation has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. For this reason, evaluation code 11 was referenced. (B)(4). Conclusion not yet available - evaluation in progress. Product code: 45011. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass air entered the bypass circuit when the cardiotomy reservoir was emptied and possibly went to the patient. Pertinent event information is not available at this time. Therefore, terumo is conservatively reporting this event as an adverse event. A follow-up report will be submitted when more information becomes available.